Manufacturer narrative:
A lot number has not been provided, therefore a review of the manufacturing records cannot be conducted. As reported the patient developed a post explant bladder infection, alleged to have been caused by the catheter, there is no allegation of infection related to the bard implants. Additional information was requested, however the complainant did not provide anything additional. Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the reported patient outcome. The patient has reported that per the explanting surgeons the mesh that was placed was oversized and placed unnecessarily. Should additional information be obtained, a supplemental MDR will be submitted. This MDR represents the bard 3dmax mesh alleged to have been implanted on the patient's right side, an additional MDR was submitted to represent the bard 3dmax mesh alleged to have been implanted on the patient's left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw 5068491): "the 3dmax was placed bilaterally in the groin areas on (B)(6) 2016. I subsequently had constant pain, severe pain, and swelling in the groin, thighs, legs and abdomen for several months. I did not receive help after repeat visits to the surgeon or the emergency room. Any activity, however, mild, created severe pain for several days. After several months I nearly died from severe pain and exhaustion. In 2016 I found a surgeon that would remove the 3dmax mesh. The mesh was removed on (B)(6) 2016 by 2 surgeons working over 4 hours by a full open abdomen approach. The surgeons removing the mesh found that it had damaged my bladder and had pressed on the spermatic cords hard enough to nearly cut the spermatic cords. I needed a bladder repair by cutting out the damaged portion of the bladder. There is still pain and swelling in the left spermatic cord and the left testicle. The left testicle may not recover and it may need to be removed. I subsequently got bladder infections from the catheter. Also, the two surgeons working over four hours to remove the 3dmax mesh and doing the bladder repair did not find any hernias. The mesh was placed unnecessarily. Also, the mesh that was placed was oversized."